Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in sensing and undersensing was observed. Diagnostic imaging was performed and revealed that the helix was not properly attached to the endocardium. A lead revision was performed to reposition the lead properly and the patient was in stable condition.